Manufacturer narrative:
Initial MDR with device evaluation. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. No samples were received for investigation of complaint reference (B)(4) reported via post market survey; however, the customer feedback stated that they experienced retrograde flow (backflow) of fluid leading to under infusion with the bd check valve. No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this is feedback to a specific failure mode.

Event description:
External ref # (B)(4). Material no: unknown batch no: unknown. It was reported that the clinician encountered retrograde flow (backflow) of fluid leading to under infusion with the bd check valve. Verbatim: clinician experienced: retrograde flow (backflow) of fluid leading to under infusion. Not resulting in patient harm.